Event description:
It was reported the bronchovideoscope exhibited an image problem, error e315 (incompatible scope). There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the reported malfunction of error message e315 was confirmed. The most likely cause can be attributed to moisture or water invaded the scope causing damage to the internal circuit board of the connector. However; a definitive root cause could not be determined. Additionally, foreign material was found in the forceps cap. The foreign material was not identified. It is possible that leakage from the scope connector cover prevented proper reprocessing, hence; the foreign matter could not be removed. The event can be detected and prevented in accordance with the following IFU. The detection method is described in chapter 3 preparation and inspection of the bf-190 series operation manual. Preventive measures are described in chapter 5, reprocessing the endoscope, of the bf-190 series reprocessing manual. Olympus will continue to monitor field performance for this device.